Event description:
Per the clinic, the patient experienced a bacterial infection at the implant site. Subsequently, the patient underwent a skin revision surgery (specific date not reported); however, the issue did not resolve resulting in the decision to explant the device. The device was explanted on (B)(6) 2024, under general anaesthesia and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.